Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the handpiece did not function, the electronic control unit had short circuited, liquid residues were found between the ecu and the motor. It was also noted that the trigger button was found to be slightly rotated around 30 degrees. Therefore, the reported condition was confirmed. The assignable root cause for the liquid residues was due to improper cleaning which is misuse/user error. The assignable root cause for the jammed trigger was caused by dropping or improper storage which is also misuse/user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that the battery oscillator handpiece device had an unspecified malfunction and was not working according to specification. During an in-house engineering evaluation, it was observed that the device handpiece did not function, the ecu had short circuited, liquid residues were found between the ecu and motor. It was further noted that the trigger button was found to be slightly rotated around 30 degrees. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly